Event description:
It is reported that the augment block screw did not fit properly into the femoral distal slot. Another augment was opened to utilize the screw.

Manufacturer narrative:
The augment was implanted. Only the screw is being returned. This report will be amended when our investigation is complete.